Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The device was returned and observed blower was contaminated, the top overlay and knob were both damaged during device evaluation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.